Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was reported to be "high" but the exact value was not provided. High bg was likely due to the malfunction, but customer stated that they may have also miscounted their carbs during their last meal. Customer corrected their bg with a correction injection. Reportedly, the customer reverted to manual injections for insulin therapy.